Event description:
A pt reported experiencing inaccurate high results with a ot ultra meter. The pt's blood glucose results were 281mg/dl, 221mg/dl. Tests were done < 10 minutes apart with a difference of 21%. Pt did not experience any adverse events.